Event description:
A voluntary medwatch report was received on 05/02/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient's initial report indicated that the cgm erroneously reported high and low readings to the tandem pump, resulting in altered insulin levels throughout the night while sleeping, leaving the patient unable to respond. Per following up with the patient via phone on 05/16/2023 it was indicated that the patient dexcom display device was reading high readings when he was actually low. The patient reported cgm was reading 40 mg/dl and bg 112 mg/dl. The cgm reading was updated to 84 mg/dl after calibration. Five minutes later, the cgm was showing 151 mg/dl while the bg was 112 mg/dl. The patient's spouse treated the patient with baqsimi nasal glucagon at an unspecified time. The patient could not recall all the details of the event. No symptoms were recorded. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR report no. Mw5117097. Diabetes mellitus is a known cause of hypoglycemia.